Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing a charge time of 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was found that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after experiencing a charge time of 30 seconds with a monitoring voltage of 2.68 volts. No adverse patient effects were reported.

Event description:
The ICD was returned.